Manufacturer narrative:
(B)(4). The patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and possible nerve damage, palpable mesh. The patient underwent repliform implanted on (B)(6) 2011 due to stress urinary incontinence. The patient underwent a rectocele repair in 2007. (B)(4).

Manufacturer narrative:
It was reported that the patient had repliform implanted on (B)(6) 2001 due to stress urinary incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on 7/6/05 and a mesh was implanted. It was reported that patient underwent mesh excision on 3/9/2010 due to mesh/suture within urethra accompanied by pain and recurrent utis. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 due to stress urinary incontinence, cystocele and urethral sphincter deficiency and mesh was implanted.